Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2011 for an unknown reason. During the revision, the surgeon noted that the polyethylene acetabular liner was fractured. The acetabular cup, liner and modular head were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight." Evaluation of the returned component found the rim fractured approximately halfway across, separating the hi-wall section. The cup side and remaining rim has wear marks and deformation that might be removal damage. The articulating surface is burnished shiny with minimal wear except for probable removal dents. The cup side has impressions from the cup screw holes. Although no information was presented showing the exact placement of the cup, this type of fracture is typically seen with improperly positioned cups. The liner was likely heavily loaded in the unsupported high-wall region prior and post-fracture as evidenced by the wear between the head and inner cup. This report filed april 25, 2011.